Manufacturer narrative:
A product investigation is in progress.

Event description:
Painful - vagina [vulvovaginal pain]. Painful - tampon [medical device site pain]. Tampon string broke off at base [device breakage]. When went to remove tampon....tampon string broke off at base [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off at the base of the tampon during removal. No serious injury reported.

Event description:
Painful - vagina [vulvovaginal pain]. Painful - tampon [medical device site pain]. Tampon string broke off at base [device breakage]. When went to remove tampon....tampon string broke off at base [complication of device removal]. Case narrative: consumer reported via e-mail that the string broke off at the base of the tampon during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.